Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act button dome switch and j2/lcd connector unlocked. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor/deep scratched display window.